Manufacturer narrative:
Product event summary: the device was returned and analyzed. Hybrid analysis confirmed the no-telemetry condition. The cause was found to be a broken antenna wire. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, following implanting the implantable cardiac monitor (icm), the device was unable to be interrogated. The icm was explanted and replaced. No patient complications have been reported as a result of this event.